Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that as they try to deliver insulin; the insulin pump do not deliver and do not give no delivery alarm. The customer's blood glucose value was 251 mg/dl at the time of the incident. The customer¿s other blood glucose values were 261 mg/dl and 300 mg/dl. The customer declined troubleshooting for high blood glucose. The customer reported that they were inside the car and put the seat belt over the insulin pump. The customer stated that the insulin pump was bumped. The customer informed that the insulin pump does not rattle when they shake it. The customer did not see missing segments during the self test. The insulin pump passed the self test. The customer stated that the insulin pump did not alarm in <5.0 units. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis and the infusion set and the reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.